Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se device with a 6f sheath after a lower extremity angiogram and endovascular intervention. Reportedly, there was resistance splitting the sheath with the thumb advancer. Sheath splitting was stopped and the starclose se device was removed without issue. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported failure to deploy the thumb advancer was not confirmed as the sheath was successfully split with no observed resistance during returned device analysis. In the absence of confirmed failure modes, a conclusive cause for the reported failure to deploy the thumb advancer could not be determined. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. In addition, unused, sterile starclose se devices were returned for evaluation. Functional testing was performed and no manufacturing or abnormal observations were detected.

Event description:
Subsequent to the initially filed report, the following information was received: the vessel locator wings were deployed. When an attempt was made to split the sheath, the thumb advancer would not advance as there was resistance. No additional information was provided.